Event description:
As reported, it is alleged that the surgeon's thumb went through the bottle when attempt to use. Customer was not sure how this happened whether surgeon was applying to much force is a possibility or maybe the cap wasn't punctured correctly when preparing. There was no harm to surgeon or patient. All plastic pieces were there accounted for and there was no break in sterility.

Manufacturer narrative:
It was reported that the surgeon's thumb went through the bottle when attempt to use. There was no patient/user injury reported. Photo provided finds a crack visible in the middle of the bottle. A device history record review found no non-conformance's associated with this issue during production of this batch. Based on the available information, a definitive root cause could not be established. However, a CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.